Manufacturer narrative:
Block h6: medical device code a0401 captures the reportable event of pull wire break and handle cannula break. Block h10: visual inspection of the returned device found the pull wire was completely removed from the working length. The sheath was detached/separated at proximal section. The pull wire was not broken. However, the handle cannula was found pulled out from the finger ring portion of the handle assembly. Therefore, the reported event is confirmed. Both dimples from the screws were visible at proximal section of the handle cannula. Drag marks were present from dimples towards the proximal end as the cannula had been forcibly pulled out from the set screws. The pull wire, working length and basket assembly were kinked/bent. The distal and proximal screw depth were measured and found within specification. Based on all available information, it is likely that procedural or anatomical factors encountered during the procedure could have affected the device's performance and integrity. Handling and manipulation of the device during its use can lead to device kink. Kinks can cause more friction on the device causing difficulty in opening and closing the basket. Continued attempts to open or close the basket can result in sheath detachment at proximal section, and handle cannula detachment from the finger ring. It is likely that attempts to release the stone could have kinked the basket. Therefore, the most probable root cause is adverse event related to the procedure. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. During the procedure, an alliance ii handle was used in conjunction with the trapezoid basket in an attempt to crush a 1 cm stone. However, the sheath was torn, the pull wire broke, and the handle cannula broke. The tip failed to separate from the basket entrapping the stone. A spyglass ds ii with ehl was then utilized and was able to fragment some stone. The spyglass was removed but the basket would not loosen. An alligator forceps was used to attempt to grab the basket. Apc was also tried to use to cut the wires of the basket. Spyglass was used again and was able to visualize the stone trapping the basket. The stone was successfully fragmented after using four ehl probes. The basket and the stone was removed, and the procedure was completed. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. During the procedure, an alliance ii handle was used in conjunction with the trapezoid basket in an attempt to crush a 1 cm stone. However, the sheath was torn, the pull wire broke, and the handle cannula broke. The tip failed to separate from the basket entrapping the stone. A spyglass ds ii with ehl was then utilized and was able to fragment some stone. The spyglass was removed but the basket would not loosen. An alligator forceps was used to attempt to grab the basket. Apc was also tried to use to cut the wires of the basket. Spyglass was used again and was able to visualize the stone trapping the basket. The stone was successfully fragmented after using four ehl probes. The basket and the stone was removed, and the procedure was completed. There were no patient complications reported as a result of this event.